Event description:
It was reported that the pt experienced stimulation in the wrong location following an automobile accident. The pt reported meeting with a company representative for reprogramming; however, the outcome has not been reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).